Event description:
It was reported that during a routine follow-up, it was noted that the right atrial lead was fractured. In addition, it was suspected that the right ventricular lead may also deteriorate. It was alleged that the lead was damaged due to stress. Subsequently, the physician decided to explant and replace all the system. No additional adverse patient effects were reported.